Event description:
Edwards received notification form a field clinical specialist that a sapien s3 is, ¿failing¿ after an implant duration of 1 year and 2 months. As reported, the valve was with 3+ paravalvular leak and peak gradient/mean gradient of 60/31 by tee. There was also moderate-severe aortic insufficiency and aortic stenosis. Through follow up it was learned that the team placed a new s3 ultra 20mm inside the s3 with great results.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5, b7, and h6. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention.   Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling.   In this case, the exact cause of the stenosis, pvl and increased gradient could not be confirmed. However, it is possible patient factors contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
UDI: (B)(4). The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification form a field clinical specialist that a sapien s3 is failing after an implant duration of 1 year and 2 months. As reported, there was 3+ paravalvular leak and peak gradient/mean gradient of 60/31 by tee. There was also mod-severe aortic insufficiency and aortic stenosis. The team plans on placing a new s3 ultra inside the s3.